Event description:
Narrative: the user facility reported that during a cardiac catheterization, using the acist angiographic contrast injection system, model cvi, and a boston scientific 6 french right 4 coronary catheter, a dissection of a patient's left internal mammary artery (lima) occurred. Following a left ventriculogram and left coronary catheterization, using the 6 french right 4 coronary catheter, the catheter was advanced to the aortic root where injections were made into the right coronary artery. The catheter was then advanced to the bypass grafts to the diagonal and obtuse marginal where selective injections were performed. The catheter was then advanced to the lima. A selective injection was performed. There has been no damping of the catheter at the time of the injection. However, immediately after the injection it was noted that there was contrast hanging up in what appeared to be a false lumen of the lima. Nonselective injection into the left subclavian revealed an area of dissection surrounding the origin of the lima. The patient experienced chest pain and had ventricular arrhythmia with st segment elevation. Review of the cineangiogram suggested that there was a dissection in the proximal lad that had disseminated both distally to the level of the anastomosis and proximally into the subclavian artery. The patient was immediately transported to the operating room for coronary artery bypass grafting.

Manufacturer narrative:
A cd of the cineangiogram and event information was provided to acist's medical advisory board for review. Following is the medical advisory assessment dated may 20, 2009: subclavian angiograms after angiography of the left internal mammary artery (lima) bypass graft to the left anterior descending (lad) showed an arterial dissection at the origin of the lima, involving the subclavian to the distal anastomosis. The patient had chest pain, ventricular arrhythmias, and st segment depression on the ECG. The patient was referred for urgent bypass surgery, in part because of additional bypass graft and native coronary disease. In reviewing the angiograms, the cannulation appeared appropriate. For all of the injections (bypass and coronary), there was substantial reflux of contrast into the aorta or subclavian, suggesting that the injection flow rates were high and the hand-control flow rate may have been maximized. There is no evidence of injection system malfunction. Upon completion of the testing of the returned acist contrast injection system, model cvi, a follow-up report will be submitted to FDA.